Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power and reset error tests. However, the insulin pump alarmed during the basic occlusion test and prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 402 mg/dl. The insulin pump will be returned and replaced.